Event description:
It was reported that the asymptomatic patient presented to the clinic and noise was observed on the right ventricular lead. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 12.0 cm to 12.3 cm from the connector pin which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with exposure to constant friction with another implantable device.